Event description:
The customer observed falsely elevated alinity I free t4 for one patient not reported out of the laboratory. The following results were provided: (B)(6) 2024, sid (B)(6), initial free t4 >64.35 pmol/l; repeat free t4= 16.65 pmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I free t4 for one patient not reported out of the laboratory. The following results were provided: (B)(6) 2024, sid (B)(6), initial free t4 >64.35 pmol/l; repeat free t4= 16.65 pmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. An increase in complaints has been observed for lot 57607ud02, however, in-house performance testing was completed which indicates the product is performing as expected. Device history record review did not identify any non-conformances, potential non-conformances, or deviations associated with lot 57607ud02 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on our investigation, no systemic issue or deficiency with the alinity I free t4 for reagent for lot 57607ud02 was identified.